Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective. The timing of the event and patient impact are unknown. Additional information as been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the issue was a stuck intraocular lens (iol) inside the injector during the surgery. The surgeon completed the case with a new iol. There was no patient impact.

Manufacturer narrative:
The device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. Excess viscoelastic is observed on the outside of the door and nozzle. The plunger has been retracted to mid-nozzle. The nozzle tip has an small aneurysm on the left side. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The reported "iol stuck in injector" could not be verified only the device was returned. Tip damage was observe which may indicate the iol/plunger were not in a proper position for advancement. Top coat dye stain testing was conducted with acceptable results. The root cause for the reported issue may be related to a failure to follow the dfu. A non-qualified viscoelastic was indicated. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).